Event description:
During endoscopy procedure (egd), the fourth biopsy was not able to be obtained as wire became disconnected from cups of forceps (seen through plastic casing) and left surgical team unable to close cups. No 4th biopsy obtained.